Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with dialysis catheter. The customer status that connector slipped out of the catheter extension. The catheter was destroyed by user. The catheter was replaced.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.